Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive a review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The grandson of a (B)(6) male patient contacted zoll to report that the patient's skin under the back therapy electrode (te) pads has opened under the garment causing seeping sores. Technical support called to follow up with the patient 3 days later. The patient visited his physician and the doctor referred the patient to his primary care physician (pcp). The patient called the next day to report that his pcp prescribed him antibiotics and a cream for the sores. The pcp also advised the patient to keep the vest off while it heals. There was no follow up on the seeping sores to see if they have healed.